Event description:
It was reported that the patient had inappropriate shocks due to t and p-wave oversensing via reduced intrinsic complexes occurring during a supra ventricular tachycardia. Multiple shocks were given without really changing the rhythm. The patient was asleep at the time of the shocks. The sensing vector for the shock was the secondary sensing vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to t and p-wave oversensing via reduced intrinsic complexes. The sensing vector was set to the secondary vector at the time of the shocks. Some of the shocks did not convert the arrhythmia. Technical services reviewed and discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to t and p-wave oversensing via reduced intrinsic complexes. The sensing vector was set to the primary vector at the time of the shocks. Technical services reviewed the electrograms and discussed them with the caller. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t and p-wave oversensing via reduced intrinsic complexes occurring during supra ventricular tachycardia. Multiple shocks were given without really changing the rhythm. The patient was asleep at the time of the shocks. The sensing vector for the shock was the secondary sensing vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to t and p-wave oversensing via reduced intrinsic complexes. The sensing vector was set to the secondary vector at the time of the shocks. Some of the shocks did not convert the arrhythmia. Technical services reviewed and discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to t and p-wave oversensing via reduced intrinsic complexes. The sensing vector was set to the primary vector at the time of the shocks. Technical services reviewed the electrograms and discussed them with the caller. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t and p-wave oversensing via reduced intrinsic complexes occurring during supra ventricular tachycardia. Multiple shocks were given without really changing the rhythm. The patient was asleep at the time of the shocks. The sensing vector for the shock was the secondary sensing vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to t and p-wave oversensing via reduced intrinsic complexes. The sensing vector was set to the primary vector at the time of the shocks. Technical services reviewed the electrograms and discussed them with the caller. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t and p-wave oversensing via reduced intrinsic complexes occurring during supra ventricular tachycardia. Multiple shocks were given without really changing the rhythm. The patient was asleep at the time of the shocks. The sensing vector for the shock was the secondary sensing vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.